Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the advantage. It was reported to boston scientific corporation that an advantage sling was implanted into the patient on (B)(6) 2007 and an upsylon y-mesh device was implanted into the patient on (B)(6) 2017. The patient subsequently required non-surgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present prior to implant